Event description:
Medtronic received a report that an axium coil could not be detached from the delivery tube. The patient underwent intracranial aneurysm embolization due to rupture and bleeding of an intracranial aneurysm. During the procedure, the surgeon advanced the detachable coil to the intended position in the target vessel. After confirming correct placement, the surgeon performed manual detachment twice, but the device failed to complete the detachment normally on both attempts. To avoid risks such as intraoperative vascular injury or ectopic embolization, the coil was cautiously withdrawn from the body as a whole. A new detachable coil of the same model was promptly replaced, and the procedure was completed. The surgery proceeded smoothly, and the patient¿s postoperative vital signs remained stable. It was contradictorily noted that serious injury occurred but no further information on the injury was provided at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.